Event description:
Patient was revised due to fracture of the liner at superior rim of pinnacle shell, resulting in head articulating against metal shell instead of polyethylene. Poly was removed and replaced with new liner/new femoral head. Additionally, when attempting to trial pinnacle liner, the locking screw broke thru the trial and couldn¿t be used. All pieces of that were retrieved. Surgical delay was unknown. Doi: (B)(6) 2019. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for analysis. Based in the visual examination of the part, it was observed that a portion of the liner's rim was fractured. Internal surface of the device is consistent with not centrical loading of the femoral head and patient's body weight since machining lines are yet visible. Interlock feature edge of the liner denoted three ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.